Event description:
The device was returned for mechanical hardware failure. Device was unable to pass mock infusion testing. When a cassette was loaded and infusion was run, the vr assembly failed to activate. Device was opened to check for internal damage and connection integrity. When the vr assembly was inspected, it was found that the resistor motor drive was damaged and could not be rehomed correctly. The resistor motor drive was replaced. Pump was able to pass mock infusion testing with no failures.

Event description:
The following has been reported: reported/incident date: (B)(6) 2024. Office location: (B)(6). Pump serial number: (B)(6). Type of alarm: pump problem alarm. Pump infusing? Yes. Patient harm? No. Hard power reset? Yes. Result of power reset? Continued to alarm. Reported by: rn. Other notes: (B)(6) 2024- powered up. Did not alarm. Logs pulled. (B)(6) 2024- powered up. Attempted to run test infusion. When cassette was loaded, began service needed alarm with red lights on both channels. Logs pulled. Pump removed from service. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.